Event description:
The customer reported that the joystick was broken, resulting in a loss of motorized movements. Complete loss of this feature would result in the loss of functionality that this system was designed for rendering it unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The joystick was replaced. The system was then found to be operating as intended.